Event description:
Procedure: urological /gynecological. According to the reporter: the pt underwent a posterior and anterior procedures for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 96115742-2011-00074 (avaulta posterior biosynth support system). Note: this report corresponds with bard's report (B)(4) for an "avaulta anterior system".

Manufacturer narrative:
(B)(4).

Event description:
Reviewer's comments: interim records from (B)(6) 2007 to (B)(6) 2012 are not available for review to know the health status of the patient mesh revision with additional implant (tutoplast rectus fascia) surgery: on (B)(6) 2012 patient underwent removal of anterior vaginal wall mesh (anterior avaulta by bard), removal of transobturator sling vaginal portion, irrigation and washout protocol, anterior repair with tutoplast, fascial reinforcement (6 x 8 cm piece of cadaveric fascia) with sacrospinous ligament fixation, pubovaginal sling utilizing autologous rectus fascia, cystoscopy placement of suprapubic cystotomy tube.